Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a device change-out procedure due to eri, the physician elected to cap and replace the pace/sense portion of the lead on (B)(6) 2015 due to episodes of oversensing. Defib portion of the lead remains active. The patient received no problems.